Event description:
It was reported that during a laparoscopic nephrectomy procedure, the cartridge fell from the device. The surgeon entered another device, the one without the cartridge, and fired. The blood vessel was cut successfully. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.